Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:b4; b5; g3; g6; h1; h2; h3; h6no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was used to prepare the tibia for implant for a primary knee replacement and as the surgeon removed the instrument from the patient, his assistant noted that a spike had lodged itself inside the resected bone. A new instrument was placed on the tray at the end of the surgery to ensure completeness of the set. The surgical technique was utilized. The broken instrument was sent for decontamination and held for inspection. There was no known impact or consequence to the patient. Attempts have been made and no further information has been provided.